Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-ms 3 cartridge may have leaked. It was reported that the patient noticed some liquid in the chamber of the cadd-ms 3 ambulatory infusion pump "which today is now a white powdery film." Per reporter, patient stated having pain and itching at the site after switching to their "good" pump. It was also reported that the patient experienced some nausea but "thought it was due to eating spicy foods." The pump was subsequently replaced, and they did have a backup pump to continue with infusion. Infusion is to treat pulmonary arterial hypertension. It was reported that the medication was administered continuously via a subcutaneous route. Additional information was received from the reporter stating that the patient is now "well." No additional adverse effects were reported.